Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that an unknown duration post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a mechanical valve.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced 5 years and 1 month post implant. No additional adverse patient effects were reported.  Date of event updated. Updated explant date. If information is provided in the future, a supplemental report will be issued.